Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had blank display. Customer was rushed to the hospital because her blood sugar went up to 1000 mg/dl. Customer reported that insulin pump system had not been in use within 48 hours of reported high blood glucose event. Customer also reported that she experienced diabetic ketoacidosis. Customer was very upset because she was in the emergency room. Customer had a flu and had been unable to use the insulin pump since monday because of the blank display issue. Troubleshooting was done for blank display. Customer stated that the display was not blank less than 30 seconds. Customer stated that display was blank currently. Customer stated that the contacts on the battery cap neither missing nor damaged. Display did not return after insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. Customer was treated at the hospital with intravenous shots and hearts medication. The insulin pump will be returned for analysis.